Event description:
It was reported that a person using an ilet system experienced hyperglycemia with a highest cgm reading of 215 mg/dl, confirmed by glucometer at 209 mg/dl, after changing only the insulin cartridge while reusing the existing connector and tubing; a full supply change was then completed, insulin delivery resumed, and glucose began trending down to 197 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and education on correct supply change steps. Investigation of this case revealed user error related to incorrect supply change, which likely interrupted proper insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup and maintenance.